Event description:
An invacare manual wheelchair model solaria 3g-serial no.(B)(4).(B)(6) suffered catastrophic spinal cort injury and lives in a (B)(6) nursing home because he requires 24/7. The chair was purchased on (B)(6) 2015 with a visa card for (B)(6). Mechanical problems have been continual: a crucial bolt was discovered missing at seat to back cane interface by the sharp memorial hospital rehab engineer. The seating component was found to be unstable and the brakes on the frame faulty. The rehab engineer discovered problems during a rehab appointment on (B)(6) 2015. The bolt was furnished and a hospital occupational therapist wrote up a report out of concern for (B)(6) safety. The report was furnished to invacare corp. On (B)(6) by certified mail. The dealer, (B)(6) was given a copy on (B)(6) 2015. Brakes: adjusted 4 times - leg rests: become locked which prevents positioning (B)(6) paralyzed legs and feet. Dealer has been notified twice. Rear wheels are binding with a noise coming from the axies/bearings. We are reporting this matter under a legal obligation as parents and with power of attorney on behalf of our adult dependent son. The dealer is not being cooperative with timely repairs that have to be completed because (B)(6) catastrophic spinal cord injuries depend on a chair with the tilt in space that gives him relief from pressure sore ulcers. We are requesting help under an emergency situation. The dealer's phone number in (B)(6). Today, we were informed by (B)(6) with the (B)(6) that the wheel is on the recall notice. (B)(6) for consumer. With appreciation, (B)(6).